Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 2:30 pm at home. End-user stated that she took her blood glucose with her prodigy meter and received a result of 499 mg/dl. A normal result for her for that time of day is around 104-130 mg/dl. End-user state that about 3-5 minutes after testing she started to feel like she couldn't breathe and was sweating. She then called the ems who arrived with 5 minutes. Ems tested her blood glucose with their meter and received a result of 21 mg/dl. No food or medication was consumed while waiting for the ems. End-user was given an IV solution of glucose and an orange by the ems. She was then transported to (B)(6) hospital located at (B)(6). Upon arriving at the hospital her blood glucose was 30 mg/dl. She was given orange juice and a ham and cheese sandwich to raise her blood sugar. The end-user was at the hospital for 10 hours. Upon discharge her blood glucose was 104 mg/dl. She was told to follow up with her doctor.